Event description:
On (B)(4) 2012, leica microsystems received a complaint that the ultra low binocular tube fell on the pt's mouth during a surgical procedure.

Manufacturer narrative:
This is an initial report. Leica received a complaint stating that during a surgical procedure, the ultra low binocular tube of leica m844 f40 fell on the pt's mouth. The pt incurred slight bleeding on the mouth. The pt was reported to be fully recovered after astriction. Further investigation is still being conducted by the manufacturer. Once results or new information are obtained, a follow-up/final form FDA 3500a will be submitted.